Event description:
The occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated to 5mm to occlude the vessel. The physician verified the size of the occlusion balloon and then inflated it to 6mm. The occlusion only lasted a few seconds and then before the stent could be placed the occlusion balloon deflated. The physician continued the case without protection. The patient is fine.